Event description:
It was reported that the arctic sun device was failing calibration for an error 43 (water temperature 1 off conversion chart table at 1c) (expected was 1 actual was 0.3). Biomed verified calibration test unit and they stated they entered the values correctly. Biomed discussed this was indicative with a failure of the t1 thermistor. They stated that they would like to send the device into the depot for this repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t1 thermistor. The device was evaluated and the reported issue was confirmed that1 and t2 reading greater than .5 degrees c apart during 6 degrees water check. The device cannot correct for this difference. Replaced the tank harness lot number sct149148 with lot number sct159702. Completed the 2000-hour pm procedure on the device. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing calibration for an error 43 (water temperature 1 off conversion chart table at 1c) (expected was 1 actual was 0.3). Biomed verified calibration test unit and they stated they entered the values correctly. Biomed discussed this was indicative with a failure of the t1 thermistor. They stated that they would like to send the device into the depot for this repair. Per sample evaluation results on (B)(6) 2023, it was reported that the tank seals were lifted from tank. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t1 thermistor. The device was evaluated and the reported issue was confirmed that1 and t2 reading greater than .5 degrees c apart during 6 degrees water check. The device cannot correct for this difference. Replaced the tank harness lot number sct149148 with lot number sct159702. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 43 (water temperature 1 off conversion chart table at 1c) (expected was 1 actual was 0.3). Biomed verified calibration test unit and they stated they entered the values correctly. Biomed discussed this was indicative with a failure of the t1 thermistor. They stated that they would like to send the device into the depot for this repair. Per sample evaluation results on 12dec2023, it was reported that the tank seals were lifted from tank. Completed the 2000-hour pm procedure on the device.